Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event based on the info currently available. Furthermore, no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. Pt declined to provide any contact info; therefore, no follow-up can be made. We therefore, consider this report complete to the best of our current knowledge. A DHR review has been conducted. All paperwork appeared completed and accurate.

Event description:
Pt reported: (B)(6) 2009 - pt underwent inguinal hernia repair procedure with kugel mesh implant. The pt reported he experienced pain after the surgery and had issues with a testicle that had migrated to his abdomen. On (B)(6) 2010 - the pt underwent partial explant procedure and was implanted with another bard mesh.